Manufacturer narrative:
Correction : h6 codes updated to reflect additional surgery.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited high capture thresholds. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.